Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 56 mg/dl. The customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Although requested, pump data logs were not provided to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.